Manufacturer narrative:
The pump was received with a blank display due to corrosion on the electronics. Unable to verify the low battery life due to the blank display. The pump had minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have a blank screen display after receiving a low battery alert. Customer's blood glucose was 202 mg/dl. During troubleshooting, customer reported that there were cracks near lip of battery compartment and a missing piece of plastic exposing the battery o-ring. After troubleshooting, display screen did return after changing battery. Customer was advised that insulin pump would need to be replaced.